Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qcs) were within expected ranges on the day the event and there was no error in the instrument's error logs. The ccc specialist assisted the customer in troubleshooting the instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse performed a total service check and found no issue. The cse proactively replaced both wash blocks and all peristaltic pump tubing. Then, the cse ran qc, which passed. There were no reports of additional discordant results due to this event. A siemens headquarters support center (hsc) specialist further reviewed the instrument data for this event and determined that only this sample was affected by the event. The hsc specialist determined that pre-analytical factors, including incomplete clotting and the formation of fibrin, potentially contributed to the discordant, falsely elevated total hcg result. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to a healthcare practitioner, who questioned the result. The sample was repeated on the same advia centaur cp instrument, resulting lower. The repeat result was reported to the physician(s). There are no report of patient intervention or adverse health consequence due to the discordant, falsely elevated total hcg result.